Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
During the post operative period, the pt complained of moderate to severe pain. The pt had no response to a bolus of local anaesthetic via epidural. The catheter was withdrawn by 1 cm and analgesic effect was re-assessed with no improvement. The catheter was removed and it was determined that the catheter had broken during withdrawal. Initial exploration did not locate the distal catheter tip. Surgical consult did not recommend further action. The distal tip remains unlocated. No adverse sequelae were reported.